Manufacturer narrative:
UPDATED DATA: B1, B5, H6. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
ADDITIONAL INFORMATION RECEIVED INDICATED THAT FATIGUE HAD PRESENTED AS RESULT OF THE VALVE ISSUES. A TRANSCATHETER VALVE REVISION WAS PLANNED BUT NOT YET SCHEDULED.

Event description:
It was reported that approximately four years and two months following the implant of this 26 millimeter (mm) transcatheter bioprosthetic aortic valve structural deterioration and severe hemodynamic deterioration occurred specific to aortic stenosis and an increase in the mean aortic gradient >= 20 millimeters of mercury (mm Hg) from baseline result in a mean gradient >= 30 mmHg. Treatment was not reported. No patient complications or symptoms were reported as a result of this event to date. A redo transcatheter aortic valve replacement was being considered. Additional information received indicated that fatigue had presented as result of the valve issues. A transcatheter valve revision was planned but not yet scheduled. Additional information received indicated that approximately four years and six months following the valve implant, the valve was revised. A non-Medtronic transcatheter aortic valve (TAV) was implanted valve-in-valve. Additional information was received that during the redo transcatheter aortic valve replacement (TAVR) procedure, with a non-Medtronic pre-shaped guidewire, pulseless electrical activity (PEA) developed. It was reported that the PEA was due to the leaflet pinning into the left main coronary artery (LMCA). Following the LMCA obstruction, PEA arrest occurred and chest compressions were initiated. Due to the pinned leaflet obstructing the LMCA percutaneous coronary intervention (PCI) of the LMCA was performed using a non-Medtronic 4.0 X 20 mm drug-eluting coronary stent system, with excellent results. Cardiogenic shock occurred and a non-Medtronic catheter-based mechanical heart pump was required. Vasopressors were administered. Leaflet modification was required and utilized a non-Medtronic ShortCut device. Medication was administered and blood flow was restored to the LMCA. The leaflet cutting device resulted in laceration of the left coronary cusp (LCC) and partial laceration of the right coronary cusp (RCC). Severe acute aortic regurgitation (AR) occurred shortly after and resulted in transient drop in left ventricle function and hemodynamic instability. The implanting team decided to quickly deploy the 23mm replacement TAV. Hypotension was reported to have occurred due to the transient severe AR. The hypotension and AR resolved after deployment of the valve. No right coronary artery (RCA) ostium obstruction was observed post valve implantation. The post-op gradient was 3 mmHg with no paravalvular leak (PVL) and no aortic insufficiency (AI). Following the valve implant procedure, aspiration pneumonia was diagnosed. A White blood cell (WBC) count of 22.1 ×10¿/L was measured, and the patient experienced one febrile episode with a temperature of 38°C. Empiric broad-spectrum antibiotic therapy with vancomycin and piperacillin/tazobactam was initiated. Despite the elevated WBC count and fever, the infectious workup remained negative. The patient's WBC count subsequently decreased. A computed tomography (CT) chest/abdomen/pelvis performed showedno evidence of colitis or enteritis but did demonstrate evidence of aspiration. Chest x-ray showed pulmonary edema and was treated with intravenous therapy (IV) bumetanide. Two days after the redo TAVR, an ejection fraction (EF) of 75% was observed. The non-Medtronic catheter-based mechanical heart pump was removed without issue. Three days after the redo TAVR, anemia was diagnosed. A hemoglobin (Hgb) level of 8.2 grams per deciliter (g/dL) was first measured, with subsequent measurements at 7.2 and a low of 6.2 g/dL three days later. Upwards of five packed red blood cells (PRBCs) were administered. Four days after the redo TAVR, subarachnoid hemorrhage, thrombocytopenia, and asystole occurred. Acute thrombocytopenia was noted with platelets at 54,000 microliter (µL). Five units of platelets were transfused. The next measurement was 88,000 µL. The patient experienced a 5.2-second sinus pause characterized by possible P waves without associated QRS complexes, followed by resumption of sinus bradycardia and subsequent return to normal sinus rhythm. The event was suspected to be a vagally mediated response related to endotracheal tube (ETT) manipulation and mechanical ventilation. Electrophysiology (EP) was consulted, and the patient subsequently underwent placement of a semi-permanent pacemaker via a left axillary approach. The asystole resolved. The patient developed right upper extremity (RUE) weakness. A CT head revealed a newleft frontal subarachnoid hemorrhage, and electroencephalogram (EEG) demonstrated diffuse encephalopathy. Neurosurgery was consulted. Follow-up CT head scans on two and three days later remained stable. The patient underwent a cerebral angiogram, which was negative. Repeat EEG showed no seizure activity. Given the overall clinical condition, the patient was transitioned to comfort care nine days after the TAVR procedure. Hospitalization was prolonged and medication was administered. The patient experience a non-cardiac death eleven days following the TAVR procedure. Per the physician, the events following the redo TAVR that resulted in death were related to the redo TAVR procedure.

Manufacturer narrative:
Updated Data: B5 - Added paragraph four H1 Type of Reportable Event - Now reportable for death H6 - Annex E, Annex A, Annex D, Annex F, Annex G. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
UPDATED DATA: B1, B2, B5, H1, H6 NOTE: INFORMATION MET CRITERIA TO UPDATE THE REPORT TYPE FROM MALFUNCTION TO SERIOUS INJURY. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
ADDITIONAL INFORMATION RECEIVED INDICATED THAT APPROXIMATELY 4 YEARS AND 6 MONTHS FOLLOWING THE VALVE IMPLANT, THE VALVE WAS REVISED. A NON-MEDTRONIC TRANSCATHETER VALVE WAS IMPLANTED VALVE-IN-VALVE.

Manufacturer narrative:
CORRECTED DATA G3: THE PREVIOUS SUPPLEMENTAL MEDWATCH SHOULD HAVE REFLECTED AN AWARE DATE OF (B)(6) 2026. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT APPROXIMATELY 4 YEARS AND 2 MONTHS FOLLOWING THE IMPLANT OF THIS TRANSCATHETER BIOPROSTHETIC AORTIC VALVE STRUCTURAL DETERIORATION AND SEVERE HEMODYNAMIC DETERIORATION OCCURRED SPECIFIC TO AORTIC STENOSIS AND AN INCREASE IN THE MEAN AORTIC GRADIENT >= 20 MILLIMETERS OF MERCURY (MM HG) FROM BASELINE RESULT IN A MEAN GRADIENT >= 30 MMHG. TREATMENT WAS NOT REPORTED. NO PATIENT COMPLICATIONS OR SYMPTOMS WERE REPORTED AS A RESULT OF THIS EVENT TO DATE. A REDO TRANSCATHETER AORTIC VALVE REPLACEMENT WAS BEING CONSIDERED.